Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No accidental stick occurred. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.